Event description:
Dumont et al, j neurointervention surgery, published online july 2, 2013, doi: 10.1136/neurintsurg-2013-010794 for case 9 indicated that patient with a history of diabetes mellitus and smoking died of ventricular fibrillation secondary to myocardial infarction following thrombectomy procedure for ischemic stroke using an enterprise stent (enf452812/lot unk) off labeled.

Manufacturer narrative:
Dumont et al, j neurointervention surgery, published online july 2, 2013, doi: 10.1136/neurintsurg-2013-010794 for case 9 indicated that patient with a history of diabetes mellitus and smoking died of ventricular fibrillation secondary to myocardial infarction following thrombectomy procedure for ischemic stroke using an enterprise stent (enf452812/lot unk) used off labeled. The product was not returned for analysis, and the lot number was not provided to conduct DHR review. Myocardial infarction reported after the thrombectomy procedure could not be confirmed. However, the patient had predisposition to factors that may have contributed to the event. Additionally, with the limiter information it is not possible to determine the cause. No DHR was conducted because the lot was not provided. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.